Event description:
It was reported that a dialyzer did not have a label. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified the reported condition. The cause of the condition was determined to be the warehouse operator failed to deliver the product to labeling for appropriate labeling. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.